Event description:
Procedure type: roux-en-y. Literature review: an article titled: barbed unidirectional v-loc 180 suture in laparoscopic roux-en-y gastric bypass: a study comparing unidirectional barbed monofilament and multifilament absorbable suture in the journal of surg endosc (2013) 27:3846.3851 stats between october 2009 and october 2012. 239 patients undergoing roux-en-y in gastric bypass were included in a study of using v-loc 180. In one pt, intestinal bleeding was observed at the gastrojejunal anastomosis on post op day 9. It was treated by local adrenaline injection and monopolar elecrocautery at endoscopy.

Manufacturer narrative:
(B)(4).